Event description:
Additional information from the physician was received indicating there were no changes in vns parameters that coincided with the reported hardness. No additional relevant information has been received to date.

Event description:
Information was received from the physician. Per the physician, there is no medication that could have contributed to the breast reduction and the patient has not had any weight changes that could have contributed to the breast reduction. No medical intervention has presently been taken or planned. It was clarified the issue is with the left breast, not the right. No additional relevant information has been received to date.

Event description:
A physician reported that the patient's breasts are getting smaller and the area vns was implanted is hardening. The physician wondered if the issue could be related to stimulation in the area leading to connective tissue remodeling and may refer for repositioning. It is noted the patient is very thin. No additional relevant information has been received to date.